Event description:
Plaintiff alleges that while working as a registered nurse working in the or, she put on shoe covers, stood up and her feet slipped out from under her cause her to fall and injure her knee and back.